Event description:
A male with an infrarenal aneurysm underwent evar repair of aneurysm in 2008. At operation, the delivery system advanced easily into the abdominal aorta without twist or rotation. The physician partially deployed the main body of the endograft, releasing the contralateral stump in the usual way. The stump itself was cannulated without difficulty, and a stiff wire advanced into the main body. After performing a further angiogram to verify the position of the endograft relative to the renal arteries, the physician prepared to release the bare stent but found that he could only move the black ring attached to the trigger wire 2cm caudally along the delivery system. Further fluoroscopy was performed to check the position of the device. The device had pulled down into the body of the aneurysm and the central mandrill and grey pusher rod were bent over into the body of the aneurysm. Trying to push the device back up into a reasonable position was difficult because of the curve of the central mandrill and grey pusher. Nonetheless, the physician was able to reposition the device in an acceptable position and tried again to release the trigger wire. The physician then progressively applied more and more force until the wire snapped. He then tried a variety of maneuvers to push the top cap off but these all failed so converted the patient to open surgical repair. At operation, the device was retrieved intact. Patient expired on the table.

Manufacturer narrative:
Event evaluation: still under investigation.